Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened dome switch at the act button on keypad trace. The device received with scratched display window and cracked reservoir tube lip. Unable to perform the displacement, basic occlusion, occlusion, prime, and no delivery tests due to keypad damage. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and low blood glucose. The blood glucose at the time of the incident was 65 mg/dl. The customer stated that that there are no responses from any button. Advised the customer to monitor the time display and customer stated that the minutes change. Advised the customer to discontinue use of the insulin pump and revert to a backup plan. Troubleshooting was not able to resolve the issue. The device was returned for analysis.